Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the electrode of this subcutaneous implantable cardiac defibrillator (sicd) system, was suspected to have dislodged. Data was sent to technical services for review at which time it was recommended to have in-office maneuvers performed to assess complete system stability. It was also reported the patient had gained approximately (B)(6) kg since implant. X-ray images were requested to review current placement vs implant location and programming recommendations were provided. Additional data was later sent for review; egm's were showing different morphology and amplitudes than compared to implant. Secondary and alternate vectors were showing appropriate sensing; however, primary vector was not recommended without further investigation. The provided x-ray images confirmed the implanted system was not in the expected anatomical labeling reference location however, the implant x-ray was not included for reference. No resulting adverse patient effects and to date, no intervention has been performed.